Manufacturer narrative:
(B)(4) pull wire detached/separated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x basket was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a standard size stone. Due to a pull wire break when attempting to crush the stone, the stone was unable to be crushed and the tip was unable to be detached. The physician cut the sheath from the handle and pulled the basket back releasing the stone back into the biliary duct. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned device found the wire basket assembly have been removed from the handle/coil assemblies. The side car-rx presented pushback out of specification. The basket tip was intact and the basket wires were bent. The handle cannula has been pulled out under the screws in the finger ring portion of the handle assembly. The set screws had not been seated in the center of the dimples during manufacturing but were torqued down on the cannula slightly proximal of the dimples as evidenced by the circular score marks adjacent to the dimples. Slight drag marks were present from the screws toward the proximal end as the cannula had been forcibly pulled out from the set screws. The screws did not fully engage the handle cannula as evidenced by the shallow indentations and slight drag marks toward the proximal end of handle cannula. The evaluation concluded that the condition of the device was consistent with the complaint incident that the pull wire detached/ separated from the handle. Although it cannot be determined how much tensile force the handle cannula received during the procedure, it appears that the location of the screws on the handle cannula and the screw depth out of specification condition might have contributed to the failure. Therefore, the most probable root cause for this complaint is "manufacturing". An investigation has been initiated to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x basket was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a standard size stone. Due to a pull wire break when attempting to crush the stone, the stone was unable to be crushed and the tip was unable to be detached. The physician cut the sheath from the handle and pulled the basket back releasing the stone back into the biliary duct. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.